Event description:
While pushing the suture passer through the 15mm pilot guide hole - shavings of plastic fell into the patient. A robotic arm and 5mm grasper were used to retrieve the plastic from the patient.

Manufacturer narrative:
The c-t ii port closure, 10/15 (mm) involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our engineering department. (B)(4).